Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for cosmetic damage. Customer¿s blood glucose was unknown. Customer stated that the piece of plastic the reservoir opening has broken off and the gold prong in the battery cap is not secure, and falling off. Customer reported that the reservoir is locks but it not as secure as it was with the lip ring. Customer also stated that the gold prongs on the battery cap has been compromised and is no longer secure on the battery cap resulting in drained pump and power errors. The insulin pump will be returned for analysis.